Event description:
The customer reported the subject device exhibited poor air/water supply, and poor angulation in up direction. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Reportedly, the customer follows olympus instructions for use (IFU) to reprocess the device. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing of the returned device, the foreign material could not be identified. The reported issue (poor angulation) was confirmed. It was observed the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The reported issue (poor air/water supply) was also confirmed. It was observed there was no air/water supply due to clogged nozzle. In addition, service found the electrical insulation of the tip was not ensured due to burnt tip cover, the tip body was deformed, the curved tube was rattling, the flexible tube of the insertion section was crushed, the adhesive on the bending section cover was chipped, there was dirt on the control section that was difficult to remove, and the forceps plug cap was scrapped off. Scratches were observed on the insertion tube, the objective lens, the control section, the switch button #1, the switch box, the control section cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, the scope connector joint case, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing from the user facility. However, this could not be further specified. The instructions for use (IFU) states the following: "insufficient reprocessing of the endoscope could lead to infection to a patient or a physician. Moreover, a foreign material could fall off in the patient¿s body." Olympus will continue to monitor field performance for this device.

Event description:
The following information was provided pertaining to the suggested phenomenon: on what date did the defect occur? August 18, 2022. Was the device inspected prior to use? Unknown. Please indicate if the defect of the device occurred/ was detected before/during/after a procedure. Probably after the procedure. If the defect occurred during a procedure: what was the intended procedure? Perhaps esd endoscopic submucosal dissection. Was the procedure therapeutic or diagnostic? Therapeutic. Was the intended procedure successfully completed? If yes, with the same or similar device? I have heard that it has been completed. Was there a delay in the procedure? If yes, was there any clinical impact on the patient? Probably not delayed. No impact on patients.